Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10 results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. Transducer faults for transducers pt800 and pt802 were recorded in the events log. During investigation, transducers pt800 and pt802 successfully calibrated not having an effect on vte after calibration. The combination of xdcr faults at power-up with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure. Co 101543 was implemented to address this issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced vent inop, motor fault, xdcr fault, high rate, low pip and low ve while in use on a patient. The events log recorded xdcr fault occurred. A xdcr test was performed and the turb diff: 471 failed. The patient was moved to a different ventilator. The customer advised there was no patient harm associated with this event.